Manufacturer narrative:
If a sample is returned for investigation, a follow-up report will be filed. (B) (4)

Event description:
Tried to withdraw blood from adset side q-syte, air got inside from the q-syte of the patient's side.